Manufacturer narrative:
The manufacturer previouslyr eceived information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. In previous report, section b5 was incorrect, corrected b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging develop cancer, breathing issues, hypertension. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An external visual inspections of the device and humidifier was completed by the manufacturer and found wear and tear, multiple contaminants on exterior of base unit. An internal visual inspections of the device and humidifier was completed by the manufacturer and found mineral deposits and possible bio-contamination in and on water tank and seal. A dust contamination on blower. Small amount of evidence of liquid ingress on blower intake. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes contaminations were consistent with multiple contaminants on exterior of base unit, mineral deposits and possible bio-contamination in and on water tank and seal, dust contamination on blower and liquid ingress consistent with the blower. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.